Event description:
It was reported that the echelon powered plus stapler got stuck while firing, seeming it depended by the battery running out of life. When the battery was changed with one coming from a new stapler , the device still couldn't fire. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # 615a14. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and with no reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. No functional test was performed due the condition. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.